Event description:
It was reported that insulin gauge displayed amount different than expected and appeared inaccurate, requiring cartridge removal and reinsertion for display to show full amount. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined follow-up, and no further troubleshooting or corrective action was documented by technical support, so no additional information was received regarding the outcome of the event.